Manufacturer narrative:
Radiographic image review results 1. Ap x-ray chest shows radio opacity of right lung. 2. Ap chest x-ray one of the opacities in 1st is not present here. 3. CT axial shows objects in right posterior anterior and possibly atrium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having th11\l3 posterior fixation therapy for burst fracture. It was reported that cement was mixed for 12 minutes and after mixing, it became an appropriate viscosity and was injected. As per postoperative CT, cement had leaked into the pulmonary artery and extra vertebral body and currently asymptomatic, but had stenosis due to the cement. There were no further complications reported regarding the event.